Manufacturer narrative:
The product was not returned for evaluation. We are unable to setermine if any malfunction or other product condition could have contributed to the pt's hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt reported on (B)(6) 2014 at 10:28 pm he activated a new pod and his blood glucose, carbohydrate intake and insulin history is as follows: at the ER they checked his heart rate it was measuring 126 beats per minute and his blood pressure was very high (142/82). He was treated with plavix and aspirin for his heart condition. He mentions he has had 2 heart attacks in the past. There was blood noted on the adhesive pad and the pod was removed. He is doing much better now but is still currently at the hospital at the time of the call. He was able to activate a new pod. See scanned chart.